Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accu tni results generated by the unicel dxi 800 access immunoassay system for two patients. Customer tested a sample for accutni and obtained a result of 0.17ng/ml. Upon repeat the sample gave results of 0.63 and 0.16ng/ml. Another pt sample when tested for accutni gave a result of 4.80ng/ml. Upon repeat, it gave 2 results of 0.11ng/ml. The erroneous results were not reported outside of the laboratory. There was no affect to pt or user with regards to this event.

Manufacturer narrative:
Samples were collected lithium heparin tubes. Qc resulted within specifications during the time of the event. A field service engineer (fse) was on-site 2008: fse ran system check and the foam portion failed. Fse replaced aspirate probe peri-pump tubing, aspirate probes and fittings, and duckbill valve. Fse repeated foam portion of system check which resulted with some outlier results. Fse cleaned wash carousel. Fse ran foam test which passed. Fse ran qc precision testing which resulted within specifications. Fse verified the repair per established procedures and results met published performance specifications. Although hardware issues may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.